Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received preventative maintenance testing at a baxter facility. This testing included a visual assessment as well as functional testing. The device failed preventative maintenance testing due to a system error 345. The device received a full device evaluation following preventative maintenance testing. The reported issue could not be reproduced during the device evaluation. The event history log review was completed and it noted the presence of this alarm in the log. The device was determined to not meet all product specifications related to the reported event. Baxter's service device evaluation verified the system error 345. The cause was determined to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.